Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room because they were symptomatic and experienced an inappropriate shock. Review of the interrogation report noted that the right ventricular (rv) lead had oversensing, noise, and was not pacing appropriately. A lead integrity alert (lia) was triggered on the rv lead, and the lead was thought to have been fractured. Reprogramming was done to ensure proper pacing until the patient was able to undergo lead replacement. The rv lead was explanted and replaced. Upon attempting to replace the implantable cardioverter defibrillator (ICD), the replacement ICD experienced a setscrew issue as the set screw was unable to be engaged with the wrench not could it be visualized in the grommet or header. The second ICD was then replaced with a third ICD as a result. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.